Event description:
Boston scientific received information from a sales rep that the patient shock was not delivered until minutes into the arrhythmia likely due to under sensing of the lead. No other details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).